Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4)

Event description:
It was reported that customer received excessive no delivery alarms during bolus delivery. Customer changed infusion set and changed site and still received no delivery alarm. Customer will call back. No further information provided.